Event description:
On (B)(6) 2010, a miniarc precise was implanted. It was reported that since her surgery, she has had severe, and progressively worse pain, now "excruciating" pain, in her lower abdomen, back, groin, pelvic area and legs. It was also reported that she has a "protrusion" into her vagina, which causes her pain. At times she is unable to walk from the pain, and is unable to work or function on a daily basis. Add'l surgery is planned to remove the sling. The reason for use was indicated as: "interstitial cystitis."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated anda f/u report will be sent.